Event description:
I have tingling/numb feeling in my hands and feet, bloating, weight gain, headaches, itching, missed menstrual cycles, lower back pain and cramping and pains in my lower abdomen constantly.